Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the valve operator not cycling. Additional malfunction for this device; the power switch had no alarm.